Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer waited too long to eat and the blood glucose (bg) level dropped to 60 mg/dl. Two juice boxes were consumed to address the low bg and the bg jumped to 291 mg/dl. The contact stated that the customer had not corrected for the juice. A bolus via the pump was delivered to address the high bg. The contact declined any troubleshooting from tandem technical support.